Event description:
Technician was injured when attempting to power on/off ics computer inside the computer cabinet. The technician finger was injured when contact with the cooling fan mounted above the ics computer located inside the computer cabinet occurred. The technician needed to have emergency room care for the finger injury to reattach the fingernail. The computer cabinet and fan is designed and supplied by the coach manufacturer and are not siemens supplied components. These are not medical devices and are not part of the biograph 16 tp system. The biograph ics computer is located inside of the computer cabinet. This incident involved a mobilo system setup.

Manufacturer narrative:
Conclusion code: medical device did not cause injury.